Event description:
The surgeon implanted a toric silicone lens model aa1203tp, and the lens was stuck in the cartridge while advancing. The facility stated the lens was partially implanted, and was removed without pt injury. The facility indicated that, an mtc-60c cartridge was used and the lot number was not provided. The model and lot numbers of the injector were not specified by the facility.

Manufacturer narrative:
Evaluation results: visual inspection of the lens showed evidence of surgical residue and the optic was torn. The cartridge had no visible damage. Conclusion (no conclusion can be drawn): the root cause for this event could not be determined because the injector was not returned.